Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy was only performed during startup and not as recommended all two hours. The logfile shows 6 successfully performed treatments. The reported treatment could be identified in the logfile. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy was only performed during startup and not as recommended all two hours. The logfile shows 6 successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check for left eye (os) was done about thirty four seconds before laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the patient presented at the one day lasik postoperative visit with diffuse lamellar keratitis which required additional unspecified drops. Additional information has been requested. There are two related reports for this patient. This report addresses amf's left eye, and another manufacturer report will be filed for the fellow eye.